Event description:
It was reported that the patient presented to the emergency department. Upon interrogation, inappropriate automatic mode switch caused by right atrial lead noise oversensing was observed. The lead was reprogrammed to resolve the issue. The patient was in stable condition throughout.